Event description:
It was reported to philips healthcare that during routine maintenance, it was noticed that the heartstart etco2 failed.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.